Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved on-site by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a damaged battery. There was no patient involvement. The event occurred during power up in the operation room. This condition could have caused an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. There is no user interface module master software version is currently unknown.